Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient did not use the overlay patch, which is off-label usage of the device. On (B)(6) 2025, the patient was at home and her daughter saw her lying on the floor unconscious due to high blood sugar. Prior to becoming unconscious, the patient remembered that the sensor had failed and there were no cgm readings. She felt sick and dizzy. She felt like her blood sugar was high and she couldn't tell because her pump worked so slow and she did not do bg meter at home. The patient could not remember how long she was not receiving readings when he developed symptoms. Her daughter called 911 and she was transported to the hospital. When they arrived at the hospital, the patient was treated with unspecified medication and was in the hospital for 2 days. At the time of the report, the patient was doing okay. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).